Event description:
Customer reported a past event of low blood glucose level, the cause of which remained unknown. Specific value of lowest reported blood glucose was not provided and was displayed as "low." Customer consumed carbohydrates as a treatment action, and there was no need for third-party assistance. The control-iq feature on the insulin pump was active during the incident. Technical support recommended that the customer consult a healthcare professional to discuss the factors affecting their blood glucose levels.